Event description:
Pt reported she traveled with her freedom pump and afterwards it has not been working well. There is a problem with the spring and shutting off and on. She was still able to infuse with it. Pharmacist sending a replacement pump. No missed dose or adverse event reported. Pump available for return to manufacturer. No further information. Indications: myasthenia gravis; myasthenia gravis without [acute] exacerbation. Reported to (B)(6) by pt/caregiver.